Manufacturer narrative:
A ventilator was reported with failing the internal leakage test. A service engineer cleaned the expiratory channel printed circuit board (pcb) and the pressure transducer pcbs and then replaced one of the pressure transducer pcbs. The ventilator passed the pre-use check and was returned for clinical use. No part was not returned for investigation and no logs are available. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).